Manufacturer narrative:
The issue was reported by a siemens employee. Manufacturers preliminary analysis: the sensors should not have been bypassed by the customer service engineer since this presents a safety hazard if the system is used under these conditions. Initial corrective actions/preventive actions implemented by the manufacturer: the bypass of the sensors was performed deliberately at the affected site with the user's knowledge. No general problem has been detected for the installed base which requires an immediate action. Siemens requested that the facility not use the system any further until the repair is completed at the affected site. The siemens customer service engineer involved will be retrained and appropriate actions will be taken to avoid a recurrence of this issue. Internal ID#(B)(4).

Event description:
The customer service engineer found the luminos agile max dit (digital imaging tower) collision sensors to be faulty. Since the customer was not willing to purchase dit covers the service engineer bypassed the sensors so that the system could be used. He informed the user about the safety hazard of not replacing the covers. In worst-case scenario, a collision could occur due the sensors being bypassed. This could result in a minor to serious crushing injury. No injury was communicated in this case. There is no information available that the modification had an impact on patient operation.

Manufacturer narrative:
H10 manufacturer narrative: siemens investigated the reported issue in detail. The initial complaint stated that the customer service engineer (cse) found the dit (digital imaging tower) collision sensors to be faulty. These collision sensors are included in the dit covers. Since the customer was not willing to purchase new dit covers, the cse bypassed the sensors so that the system could be used further. He informed the user about the safety hazard of not replacing the covers. No injury was communicated in this case. Siemens healthcare requested that the customer discontinue use of the system until it was repaired onsite to avoid exposing patients and operators to safety hazards. After further clarification, the malfunctioning dit covers (right and left covers - luminos agile) were replaced on site. The service team, including the involved cse, has been retrained to understand that bypassing the dit covers may only be performed during troubleshooting but never for customer use. The dit covers were replaced on the affected system and the system is now safe for use. The spare part consumption of the concerned parts shows values below the defined threshold. Additional information: it was also stated by the customer that there was a grinding noise when trying to move the axles. No further details about this noise were provided. The investigation confirmed that this noise is not related to the bypassed jumpers on the cover as described in the complaint text. Since no general problem was identified, and retraining of the service team was completed, the complaint was closed without further measures. H11 corrected data: d8: the device was not serviced by a third party and should have been checked "no" in the initial report submitted to the FDA on november 4, 2022. H8: usage of device was incorrectly checked as "reuse" in initial report. This field should have been blank.